Event description:
It was reported that this patient presented to the emergency room after receiving inappropriate shocks. The patient mentioned that he was doing his peritoneal dialysis at the time of the inappropriate shock. The motor was not running at the time of the shock; however, the patient's abdomen was full of the fluid from dialysis. Two physicians suspected that the inappropriate shock was caused by the fluid in the abdomen that was putting pressure on the sense b xiphoid. Additionally, primary and alternate vectors had a wavy baseline while secondary had good sensing immediately following the shock. In office testing did not produce any noise and no wavy baseline was observed. X-ray confirmed the terminal pin was fully inserted into the device header. A boston scientific technical services consultant documented and discussed the noise appears to resemble a sense b sensing issue which there is not a root cause. The device was programmed to secondary vector which was determined to be the best option for this patient. No adverse patient effects were reported. Additional information was received that non sustained and untreated episodes with a wandering baseline were identified. The device was previously reprogrammed from secondary to primary vector after the initial report of inappropriate shocks for faster sensing of ventricular fibrillation (vf) as there was a vf episode which took 30 seconds for shock delivery. A boston scientific technical services consultant reviewed the recent episode in question and counter data for this patient. The consultant suggested troubleshooting, x rays and recommended reprogramming to secondary 1x as time to therapy should generally be the same with secondary versus primary. Review of the artefact could be sense b noise but could also be under insertion. The caller noted the patient had lost approximately 60-70 pounds and shock impedance had decreased from 70 ohms at implant to 30 ohms. Review of the stored remote monitoring data identified the most recent impedance was 30 ohms. The consultant informed the caller that a delivered impedance of 25 ohms to 110 ohms is within the normal range and the lower end in this case could possibly be contributed to patient body habitus and a loss in weight. Review of x rays could ensure optimal placement of the system. This system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.